Event description:
It was reported that insulin pump displayed malfunction alarm code 12 during use, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, with no device return or replacement arranged.